Manufacturer narrative:
Concomitant products: product ID 3586, serial # (B)(4), implanted: (B)(6) 1992, product type lead; product ID 7496-51, serial # (B)(4), implanted: (B)(6) 2003, product type extension; product ID 7425, serial # (B)(4), product type implantable neurostimulator; product ID neu_unknown_lead, serial # unknown, explanted: (B)(6) 2003, product type lead. (B)(4).

Event description:
It was reported that the patient had new leads placed 10 years ago because the previous lead had broken. Additional information has been requested but was not available as of the date of this report.